Manufacturer narrative:
"Distributor" should also have been marked for g2. The initial implant and explant dates (d6a and d6b) should not have been included as this is an initial implant procedure where the leads were not used.

Manufacturer narrative:
The reported events of failure to capture and helix mechanism issue were confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix to be fully extended and clogged with blood. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing found internal shorts between conductors due to the over torqued inner coil. The cause of the reported event helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood. The cause of reported event of failure to capture was due to internal shorts due to over torqued inner coil.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that the lead was failed to capture, and it could not be retracted. The lead was replaced with new lead, and it was also failed to capture and could not be retracted. Both leads were ultimately not used replaced with new lead. Patient condition was stable.